Event description:
The customer observed a false positive architect total b-hcg result for one patient. The same sample was repeated which generated a negative result. A new sample also gave a negative result. The following data was provided: (B)(6) 2022 sid (B)(6) initial result = 71.09 miu/ml (positive) (B)(6) 2022 sid (B)(6) repeat result = < 1.2 miu/ml (negative) (B)(6) 2022 sid (B)(6) (new sample drawn) result = < 1.20 miu/ml (negative) during troubleshooting, result log was analyzed, and it was noted that the prior sample had a b-hcg result of > 15,000 miu/ml. Carryover contamination of prior sample is suspected. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Section a: patient identifier: sids: (B)(6). The customer¿s instrument log was analyzed, and possible carryover was observed. The field service representative (fsr) performed several troubleshooting procedures including replacement of the solenoid, the probe, and the probe tubing. Carryover testing was performed and confirmed issue resolution. No additional discrepant result issues have been reported since the service activity was completed. The solenoid, the probe, and the probe tubing were determined to be the likely cause of the issue. An instrument service history review revealed no additional service tickets associated with discrepant/erratic results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any trends for architect i1000sr, or likely cause parts with regards to the current issue. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module for serial number (B)(6) or the likely cause parts was identified.this follow up includes a correction to include the patient identifier in section a1 and the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.